Event description:
It was reported to boston scientific corporation that a physician intended to use a hemostatic resolution clip device to clip a lesion in the stomach during an endoscopic submucosal dissection procedure on (B)(6), 2013. According to the complainant, during unpacking, the physician tried to open the clip. However, the clip would not open. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on (B)(6), 2013 that the clip assembly was mashed onto the bushing making this a reportable event.

Manufacturer narrative:
A visual examination was performed, revealing that the clip assembly was mashed onto the bushing. Clip assembly could not be deployed and the prongs could not be opened or closed. The prongs were not locked into the capsule. There was a kink in the coil. The oversheath assembly was not returned. The condition of the returned device was consistent with the complaint that the clip could not be opened; the complaint was confirmed. However, review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) for this batch revealed no issues related to this event. A search of the complaint database revealed that no similar complaints exist for the specified batch.